Manufacturer narrative:
No product has been received to date, as product has been discarded.

Event description:
The reporter stated that while doing her injection the needle broke off in her stomach. She wasn't able to retrieve the needle. The consumer felt a bump on her stomach where the injection site was. Additional information received via telephone on (B)(6) 2013, the consumer was seen at the doctor's office and had an ultrasound performed. The doctor could not identify the needle and no further medical treatment was performed. On (B)(6) 2013, the consumer states that she felt a small sore on her stomach and she pulled on it and the needle came out. She discarded the needle and the syringe so product is not available for evaluation.